Event description:
It was reported that pump malfunction occurred with code displayed and no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if problem returned, which customer understood.